Event description:
It was reported to philips that the system had an x-ray tube error, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system x-ray tube have error. Quotation has not been accepted by the customer and quotation has expired no work performed by philips.